Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a connectivity failure to pyxis logistics to provide accurate refill guidance. The technical support specialist (tss) identified that all medications did not trigger for orders since its quantity was above minimum. Tss cleared the station inventory and resent the load from es to care fusion coordination engine to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, stations were not connecting to pyxis logistics to provide accurate refill guidance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.